Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was not removing the residual air from the cartridge. Tandem technical support educated the customer that they need to complete cartridge air removal step prior to filling the cartridge. There was no adverse impact to the blood glucose level. The customer declined loading a new cartridge and continued using current cartridge.